Event description:
Customer visited emergency room due to a diabetes-related issue while using insulin pump and supplies. Blood glucose level dropped to 21 mg/dl, resulting in a fall and minor injuries. Customer contacted emergency services for assistance. Customer was treated with intravenous saline fluids, which resolved issue, and no permanent damage was identified. Customer was released from the emergency room the following day.